Manufacturer narrative:
This device was for treatment not diagnosis. Investigation is on going. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing papers and raw material were reviewed and all met specification. The fracture surface is homogenous what indicates material conformity to the specifications as well. We therefore conclude that a mechanical overload caused the breakage. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure the front cutter broke with no reported consequence to patient.